Event description:
It was reported that this pacemaker stored false/positive pacemaker mediated tachycardia (pmt) episodes due to elevated sinus rates. Further review of a stored pmt episode noted pacemaker wenckebach as a result of av search. Technical services (ts) discussed turning off the av search feature due to the patient being pacemaker dependent. Ts discussed additional programming options to avoid storing further pmt episodes due to the atrial rate. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service.